Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient has been scheduled for a knee revision. The date and cause of the revision is unknown.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided.